Manufacturer narrative:
The exact cause of the decreasing venous pressure cannot be identified but is typically caused by restrictions in the access flow. The blood loss is attributed to the operator not returning blood in a timely manner. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
The patient's venous pressure was decreasing during a routine hemodialysis treatment. Attempts were made to adjust the patient's venous needle. After 30 minutes treatment was discontinued without rinseback due to the amount of time elapsed, resulting in a blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.